Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 15 colony forming units (cfus) of escherichia coli, 15 cfus of enterobacter cloacae, and 15 cfus of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the detergent used was asepti epizyme ultra. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was soluscope sprint with sol c detergent and sol p disinfectant. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by dry process of the soluscope sprint and stored in drying cabinet. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.